Event description:
Patient was scheduled for a prostate biopsy. Initially md attempted to do a prostate volume study. The "hand" button on the bk falcon ultrasound machine would not function. After multiple attempts, the procedure was aborted.